Manufacturer narrative:
Date rec¿d by MFR : 29jul19. Date of report : 31jul19. The manufacturer¿s international service technician confirmed the reported blank display issue. The manufacturer¿s international service technician calibrated the touchscreen to address the reported problem. The device returned to full functionally. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a black screen. There was no patient involvement.